Event description:
Customer reported that the serter device did not release the sensor after the second button press. The blood glucose reading was 49 mg/dl. Customer stated that there was not piece that was pressed or pushed on the serter device. Customer treated for the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.